Event description:
Reportedly, the status led of the subject home monitor remains orange. It was reported that all cables were correctly connected and that the home monitor and the wirex were put close together. It was reported that the smartview and the wirex were plugged in only when using the home monitor. The smartview was switched off, after waiting for a while, it was switched on but the situation did not change. Then,the plug of wirex was pulled, and after waiting for a while, the wirex was put into power outlet again. The power light and two received signal buttons of wirex were lighted and communication light flashed and ended. The status light of smartview kept to light orange. The smartview was put more than 15 cm apart from the wirex. The above operation was repeated in the same way but the situation did not change. The pit button did not show any light.

Event description:
Reportedly, the status led of the subject home monitor remains orange. It was reported that all cables were correctly connected and that the home monitor and the wirex were put close together. It was reported that the smartview and the wirex were plugged in only when using the home monitor. The smartview was switched off, after waiting for a while, it was switched on but the situation did not change. Then,the plug of wirex was pulled, and after waiting for a while, the wirex was put into power outlet again. The power light and two received signal buttons of wirex were lighted and communication light flashed and ended. The status light of smartview kept to light orange. The smartview was put more than 15 cm apart from the wirex. The above operation was repeated in the same way but the situation did not change. The pit button did not show any light.